Event description:
On (B)(6) 2009, the patient underwent an "elephant trunk" procedure using a vascular graft. Then a gore tag thoracic endoprosthesis was implanted to treat a thoracic aortic aneurysm. The proximal end of tag device was deployed within the vascular graft. The procedure concluded successfully with no adverse events. On (B)(6) 2013, the patient presented to the hospital with thoracic pain. Computed tomography revealed a distal type 1 endoleak. The cause of endoleak was slight dilation (less than 5mm) of the distal aortic neck. Aneurysm enlargement was not observed. On (B)(6) 2013, a procedure was performed whereby an additional tag device was implanted to repair the distal type 1 endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
New/corrected information received: the patient developed a thoracic aortic aneurysm at the distal arch. The physician decide to treat the aneurysm using both of dacron vascular graft and gore tag endovascular device. (B)(6) 2009: the patient underwent a surgery using the vascular graft as the elephant trunk and the endovascular procedure using gore tag thoracic endoprosthesis to treat the aneurysm. The proximal end of tag device landed within the elephant trunk. The procedure successfully ended. There was no endoleak. (B)(6) 2009: one month follow-up examination revealed type ii endoleak, but the patient discharged. The aneurysm was measured 60 mm. (B)(6) 2013: the patient visited the hospital due to the thoracic pain. Cta revealed the proximal type 1 endoleak. The cause of endoleak was the slight dilation of the proximal neck. Aneurysm enlargement was 70 mm. (B)(6) 2013: an additional tag ((B)(4)) was implanted to repair the proximal type 1 endoleak. The endoleak was resolved and the patient tolerated the procedure. (B)(6) 2014: five year follow-up examination revealed no endoleak. The aneurysm was decreased to 52 mm. The physician's comment about the proximal neck dilation. The patient had a medical history of the aortic dissection. The aorta was previously diseased and fragile.